Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together along with the rotawire inside the device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is broken 146.6cm from the handshake connection, the burr is on the wire. The coil is stretched. The rotawire was removed from the device and the burr was removed from the rotawire. Microscopic examination of the burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported. It was further reported that the ablation was performed 3 or 4 times with a rotational speed of around 200,000rpm for each run for around 15 seconds. Also, rotational speed decrease of each ablation was operated around 5,000rpm. The rotaburr became stuck in the curve of the mid rca lesion due to tortuosity and calcification. Consequently, the rotawire became fractured due to the rotalink being rotated while being pulled to release from being stuck. Stuck was released by pulling and pushing the rotalink with slow rotation. The fractured section of the rotawire was removed by using a snare and the patient's status post procedure was good. It was further reported based on the additional information received on 15nov2018, that was no fracture with the rotawire. It was detachment of the rotational burr of the rotalink. The detached rotational burr was removed from the patient.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported. It was further reported that the ablation was performed 3 or 4 times with a rotational speed of around 200,000rpm for each run for around 15 seconds. Also, rotational speed decrease of each ablation was operated around 5,000rpm. The rotaburr became stuck in the curve of the mid rca lesion due to tortuosity and calcification. Consequently, the rotawire became fractured due to the rotalink being rotated while being pulled to release from being stuck. Stuck was released by pulling and pushing the rotalink with slow rotation. The fractured section of the rotawire was removed by using a snare and the patient's status post procedure was good.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported. It was further reported that the ablation was performed 3 or 4 times with a rotational speed of around 200,000rpm for each run for around 15 seconds. Also, rotational speed decrease of each ablation was operated around 5,000rpm. The rotaburr became stuck in the curve of the mid rca lesion due to tortuosity and calcification. Consequently, the rotawire became fractured due to the rotalink being rotated while being pulled to release from being stuck. Stuck was released by pulling and pushing the rotalink with slow rotation. The fractured section of the rotawire was removed by using a snare and the patient's status post procedure was good. It was further reported based on the additional information received on 15nov2018, that was no fracture with the rotawire. It was detachment of the rotational burr of the rotalink. The detached rotational burr was removed from the patient.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported.